Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was found to have dislodged and fell into the atrium. This lead was explanted and was then replaced. No additional adverse patient effects were reported.